Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had received pump alert and replace battery alert and an active insulin alert. Customer had experienced high blood glucose of 300 mg/dl. Customer's current blood glucose was 303 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.